Event description:
The customer reported having a blood glucose reading as high as 417 mg/dl, and that when the pod was removed, it was noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it would have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.